Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a myectomy procedure. During that procedure, a fast, low amplitude rhythm was observed which led to the patient receiving an inappropriate shock. The morning post surgery, the patient again received an inappropriate shock as a result of oversensing t-waves during an supraventricular tachycardia (svt). Technical services (ts) was consulted and provided troubleshooting and programming recommendations. Device optimization post surgery is recommended. At this time, the device system remains in-service. No adverse patient effects were reported.